Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements.

Event description:
It was reported a gore® propaten® vascular graft was sewn to a 7mm x 50cm vascular graft (manufacturer unknown) and was implanted (B)(6) 2016 as part of the ax-fem bypass. The gore® propaten® vascular graft reportedly tore proximal to the distal femoral anastomosis approximately 1cm proximal to a 7x50 graft and was explanted (B)(6) 2016. The doctor revised the gore® propaten® vascular graft with a new graft.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to the gore fsa: the patient presented for an ax-fem bypass; the gore propaten vascular graft tore at the proximal anastomosis.

Manufacturer narrative:
(B)(6). Additional manufacturer narrative: a portion of the device was returned to w. L. Gore & associates for investigation. The device fragment was radially ovoid shaped with two angled poles and measured ~5mm long. One end of the fragment had a comparatively smooth and symmetrical edge consistent with transection by a sharp surgical instrument (e.g., scissors). The other end had a non-uniform shape and was irregular en face, which is consistent with graft rupture; there was a serrated region with seven small slits extending from holes to the edge, which is consistent with suture pulling through the graft. A portion of the serrated region containing slits did not appear ruptured. The radial film was disrupted, and in some areas not present, circumferentially ~1/2mm from the presumptive ruptured graft end. Radial film was not present in most of the region containing slits. This region was consistent with an anastomotic region that underwent sudden tension, where graft rupture and suture pull-through occurred. Multiple rows of evenly spaced serration marks were present on the abluminal and luminal surfaces. The serration marks were consistent with the use of surgical instruments (e.g., forceps, clamps). All information has been placed on file for use in tracking and trending.